Manufacturer narrative:
(B)(4): evaluation results:(death).

Event description:
Four endeavor drug-eluting stents were implanted (ref. MFR 2953200-2010-01539, 2953200-2010-01540, 2953200-2010-01541), one in the distal rca, one in the mid rca, and two in the mid lad. It is reported that approx 5 days post index procedure the pt had expired, and was brought to an emergency which recorded a myocardial infraction. The pt had altered mental status, but had awakened at some point to complain of chest pain and shortness of breath. The pt was initially in ventricular rhythm, and then experienced apnea and pulseless activity. No resuscitation was performed due to a do not resuscitate status. The site reported a myocardial infarction resulting in the pt's death. Investigator stated that the myocardial infarction event was severe in intensity and was definitely related to the study drug, definitely related to the study device, and definitely related to the study procedure.